Manufacturer narrative:
Follow-up #1 date of submission 09/11/2015-device evaluation:the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: during testing, the keypad appeared to be undamaged. The contrast and ok button were observed to be unresponsive to presses. The keypad was removed and all the buttons were free of contamination. When the device was opened, it was noted that there was moisture throughout the pump. Unrelated to the original complaint, the pump was powered on and the display appeared dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that all the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.